Event description:
Device 2 of 4. Reference MFR. Report# 1627487-2019-01300. It was reported that the patient leads migrated. As a result, surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-01300. It was reported that the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The explant was previously left off. It has been added.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-01300.